Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that a hole in the sheath tip was observed after dilator was inserted. It was suspected that the guidewire caused the tip to crack. The physician decided to continue using the sheath for the remainder of the procedure. No patient complications were reported.